Event description:
A report was received that the patient was experiencing burning sensation near the ipg site whether the stimulation was turned on or off. Database analysis confirmed that the temperature of the ipg was normal. The physician believed that the patient was very sensitive to the stimulator. The patient will undergo an explant procedure. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing burning sensation near the ipg site whether the stimulation was turned on or off. Database analysis confirmed that the temperature of the ipg was normal. The physician believed that the patient was very sensitive to the stimulator. The patient will undergo an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The physician stated that the scs system was functioning fine however; the patient was not getting pain relief. The explanted devices were not returned to bsn as they were discarded by the medical facility.